Manufacturer narrative:
Continuation of concomitant: 419688 lead, implanted (B)(6) 2013; 694765 lead, implanted (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.